Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test and prime test. Device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test or excessive no delivery test due to motor error alarm. Device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error during fill tubing process. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. The customer¿s spouse stated that the insulin pump had a motor error alarm and the meter did not register to the insulin pump to administer insulin. Customer had to go to hospital for insulin treatment because she was nervous and did not know what to do. The customer¿s spouse stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.